Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted.

Event description:
It was reported that the patient had an unknown allergic reaction to the tap iii. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier ((B)(4)) the retained samples from both lots were reviewed. No manufacturing deviations or abnormalities are known. We have no further complaints except the ones known from gl. Additional information: (B)(4) review: lot#: erkodur e2mm11694 (erkodent) was manufactured from august 16, 2021, and was assigned an expiration of august 2024. Lot#: e-pro ep2mm11696 (erkodent-pro) was manufactured from august 24, 2021, and was assigned an expiration of august 2024. Supplier (B)(4) no deviation. C of c (certificate of conformance) analysis, shows material compositions are within specification. (B)(4) review: part#: 12k-orva-22 was manufactured on january 25, 2022, and no expiration date was noted. Kit#: pkt12k-orvb-22 was manufactured on january 25, 2022, and no expiration date was noted. (B)(4) review: supplier reviewed c of a (certificate of analysis), a chemical analysis report, and confirmed material compositions are within specification. (B)(4) review: supplier reviewed c of a (certificate of analysis), a chemical analysis report, and confirmed material compositions are within specification. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: no device has been returned from the customer. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. Per tap3 patient instruction_prtd17 rev. I, the "home care instructions" section states the following: rinse with water before use. Always brush your teeth and floss well before inserting the tap¿ 3 in your mouth. Each morning after use, thoroughly clean your tap¿ 3 appliance using a regular soft toothbrush, cool water and toothpaste. Hot water should not be used. Rinse thoroughly after cleaning and dry the appliance completely before storing in the container. It may help to leave the container open to ensure that the tap¿ 3 dries thoroughly. Per tap3 patient instruction_prtd17 rev. I, warning: the tap¿ 3 should be stored in a cool dry place. The appliance is made from sensitive materials and should not be stored where temperatures exceed 120of, such as in the glove compartment of a car or the cargo hold of an airplane. Do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate. Per tap3 patient instruction_prtd17 rev. I, warning: do not dissemble any of the tap¿ 3 hardware. The tap¿ 3 is a medical device and the patient must not tamper with it other than following specific instructions in the patient instruction booklet. This complaint will be kept on record for tracking and trending purposes.

Event description:
It was reported that, "it is unknown if the patient's self-reported symptoms are a direct result of the steps taken to fabricate and fit the tap3 appliance. The patient doesn't/didn't have any localized reaction intraorally where the trays would have contacted the gingiva or oral mucosa. The only time the patient had the appliance in her mouth was the day of her delivery appointment on (B)(6) 2022. They also had the am aligner molded to her teeth at that visit. The patient came to the office again on (B)(6) 2022 to discuss the symptoms. At that time, the patient was given the msds information for the tap3 to see if there was something in the materials and that personal research and seek out testing through her physician." It is also reports that after touching and handling the case (blue container) there was a skin reaction that consisted of small, raised bumps on her back, chest, lateral torso area that were very itchy. The patient has seen the primary care physician, to get hydrocortisone for the skin symptoms. It was recommended asking the physician if benadryl or another antihistamine would be appropriate to take to alleviate the symptoms.

Event description:
The patient was seen by their primary care doctor and was given an ointment to treat the skin reaction.

Manufacturer narrative:
Additional data: a2, a6, b2, b3, b5, d4, h6 (health effect - clinical codes, and type of investigation code) corrected data: h4, h6 (health effect - impact code, medical device problem code, investigation findings code, and investigation conclusions code) CAPA: ca-00016. Manufacturer reference: (B)(4).